Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that upon removing the grounding pad from the package, they noticed partial discoloration on the pad. The pad was not used. Initial evaluation of the incident sample found the pad did not have continuity.